Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, the patient stated she was unable to function. She stated she was low but the cgm showed otherwise (the patient was unable to provide values for during the time of the event). While the patient was trying to get something to raise her blood glucose, she went into a "coma" (passed out). The patient's husband provided the patient juice and after several minutes, she was okay. Data was received but does not reflect the full investigation window. The allegation could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.